Event description:
Invalid result (s). No result. Couldn't identify any user error.

Manufacturer narrative:
Batch records for final product manufacturing and qc record for cov1120045 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The complaint issue was not found from the retained cassettes, therefore, the root cause was unable to be determined.